Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6) , ubd: , UDI#: ; product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. H3: product ID: m995402a001, serial/lot #: (B)(6), was returned for product analysis. Analysis found the complaint was unverified, the battery charged when placed in a known good controller and was read by a battery pack reader and met specification requirements. Product ID: 97745nt, serial/lot #: (B)(6), was returned for product analysis. Analysis found the complaint was unable to be verified; unit pairs and charges the implantable neurostimulator (ins)and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Also, the case front was cracked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was caller stated that their controller stopped working on sunday. Caller stated that the controller only charged to 50% on saturday, and when they plugged the controller into the ac power supply on sunday, the controller wouldn't even turn on. Caller stated they called medtronic representative yesterday who walked them through removing the battery pack and plugging it in, and trying aa batteries, but the controller would still not turn on. Agent had caller examine the equipment for damage; caller noted no visible damage. Caller confirmed the controller was not dropped or wet. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. No symptoms were reported.